Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of recn0300 showed one other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported that the catheter was inserted in the upper basilic vein without incident. The patient was then transferred to CT for a power contrast injection scan. Blood return was not observed and the contrast was injected. The contrast infiltrated into the surrounding tissue and no contrast was observed in the vessel during the CT scan. The catheter was removed and saved and several kinks in the catheter were observed.